Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer dropped the pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.